Manufacturer narrative:
The unit had a red duct tape fully covering the battery cap and battery tube. The unit had a broken battery cap, broken battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer called in to report that the insulin pump had damage near the battery cap compartment and it was being held together with duct tape. The customer's blood glucose level was 183 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.